Event description:
It was reported intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 564 mg/dl with high ketones that were identified as life threatening. The customer attempted to self-treat with a supply change and manual dose injection, however, was treated in the hospital with fluids of saline and insulin. The customer was released on with no permanent damage and issue resolved on (B)(6) 2024.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.